Event description:
On 8/1/2025, the beta bionics ilet user reported they received urgent low soon and low glucose alerts from the ilet device. The user's blood glucose (bg) level was 68 mg/dl and they had already consumed fast-acting carbohydrates prior to contacting support. During the call, blood glucose levels rose into the normal range. No symptoms were reported, and no further assistance or medical intervention was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.